Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device was unable to confirm the reported event. This complaint relates to the disconnection of the handle. This was investigated under original complaint record pc-000223469 and a subsequent design improvement was implemented under change project (103518571) to improve the retention of the broach handle to the tibial and femoral broaches during extraction. This improvement was completed in february 2019. The returned device with lot ab4113017 is an old design. All old designs are before lot ab4776241. The root cause is determined to be design related. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When utilizing the femoral broach, the broach became wedged in the femoral bone/canal and the broach handle was unable to remove the broach. An attempt was made utilising both broach handles, neither of which would connect solidly to the broach. The locking mechanism which attaches the handle to the broach is sub optimal. After several minutes attempting to utilize various instruments the broach was finally removed this added at least 6-10 minutes to the procedure.